Event description:
Asr revision. Asr resurfacing system - right. Reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Update 16 sept. 2015: added doi, added stem lot number and manufacture and expiry dates for products. For 1st revision (B)(4) where original implant date has been updated. Updated file handler details. Taken from claimsuite update 16 sept. 2015.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.